Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 70% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The device was being used for pre dilatation. Vascular access was obtained through the femoral artery. The quantum maverick balloon catheter 20mm x 2.75mm ruptured on the first inflation at 17 atms for 5 seconds. The device was successfully removed and the procedure was completed with another quantum maverick balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'stable'.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 70% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The device was being used for pre dilatation. Vascular access was obtained through the femoral artery. The quantum maverick balloon catheter 20mm x 2.75mm ruptured on the first inflation at 17 atms for 5 seconds. The device was successfully removed and the procedure was completed with another quantum maverick balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'stable'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual, microscopic and tactile analysis of the returned device revealed a longitudinal tear approximately 3 mm in length extending from the distal balloon cone to the proximal side of the distal markerband. Magnified inspection of the edges of the tear presented no evidence of any material or manufacturing deficiencies that could have contributed to the tear. No other damage or irregularities were observed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).